Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found base task timeout, battery communication timeout, invalid syringe size, pressure increasing and travel reverse error messages. There was no reported adverse event.